Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the vertebral artery. A 200cm x 10cm fathom -14 guidewire was selected for aneurysm embolization. During the procedure, the coil and the microcatheter were advanced to the target lesion under the guidance of the guidewire. However, it was noted that the tip of the guidewire was separated inside the blood vessel. The device was removed with a snare, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the vertebral artery. A 200cm x 10cm fathom -14 guidewire was selected for aneurysm embolization. During the procedure, the coil and the microcatheter were advanced to the target lesion under the guidance of the guidewire. However, it was noted that the tip of the guidewire was separated inside the blood vessel. The device was removed with a snare, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the target lesion was located in the severely tortuous and non-calcified vertebral artery. Furthermore, it was noted that resistance was encountered when trying to access the target vessel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the guidewire was detached at distal tip section and no more damages were observed. Based on analysis of the returned product, the reported allegations could be confirmed, due the device condition.

Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the vertebral artery. A 200cm x 10cm fathom -14 guidewire was selected for aneurysm embolization. During the procedure, the coil and the microcatheter were advanced to the target lesion under the guidance of the guidewire. However, it was noted that the tip of the guidewire was separated inside the blood vessel. The device was removed with a snare, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the target lesion was located in the severely tortuous and non-calcified vertebral artery. Furthermore, it was noted that resistance was encountered when trying to access the target vessel.